Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced the valves (vl1 and vl2) to ensure high vacuum in the probe wipe evacuation pathway, but this did not resolve the leak issue. The fse noted the customer had recently replaced the dual diluent filters to resolve this issue. The fse installed new diluent filters on the instrument and the leak is resolved. (B)(4). This MDR is associated to MDR 1061932-2014-00685.

Event description:
The customer reported an ongoing leak from the probe when using the coulter ac·t diff analyzer. The probe leaked less than 5 mls at the end of startup on the instrument. The leak only occurs during startup and not during sample analysis. The leak was not contained within the instrument. The customer stated that the dual diluent filters were already changed and the probe wipe block was cleaned but the issue has never been resolved. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no death, injury, of affect to user or change to patient treatment attributed to this event.